Event description:
It was reported that recently they had an uptick in foley catheter balloons deflating while in place. They would like to know what they should suggest. Also did bd had any stats to share on which foleys stay inflated longer. Which foleys should they recommend instead? Suggested they confirm they were inflating balloons with sterile water and not saline. Also suggested the customer call mi direct so they could can discuss potential causes and solutions. Explained they did not had stats on that and it could potentially be a device malfunction. Suggested the facility hold onto some samples in case quality needs for investigation. Recommended they forward to complaints.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that recently they had an uptick in foley catheter balloons deflating while in place. They would like to know what they should suggest. Also did bd had any stats to share on which foleys stay inflated longer. Which foleys should they recommend instead? Suggested they confirm they were inflating balloons with sterile water and not saline. Also suggested the customer call mi direct so they can discuss potential causes and solutions. Explained they did not had stats on that and it could potentially be a device malfunction. Suggested the facility hold onto some samples in case quality needs for investigation. Recommended they forward to complaints.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction- e, f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that recently they had an uptick in foley catheter balloons deflating while in place. They would like to know what they should suggest. Also did bd had any stats to share on which foleys stay inflated longer. Which foleys should they recommend instead? Suggested they confirm they were inflating balloons with sterile water and not saline. Also suggested the customer call mi direct so they can discuss potential causes and solutions. Explained they did not had stats on that and it could potentially be a device malfunction. Suggested the facility hold onto some samples in case quality needs for investigation. Recommended they forward to complaints.